Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake and ¿did not wear a mask¿ while performing pd therapy. On the same day as onset, the patient was hospitalized for the peritonitis and the patient began treatment for the peritonitis with (inj) injection, fortum (B)(6) gram, once a day, intraperitoneally [ip]) and inj, vancomycin (B)(6) grams, immediately, ip, repeat every fifth day). Treatment with vancomycin was discontinued on the same day. Two days later, the patient began treatment for the peritonitis with inj, meropenem (B)(6) gram, twice daily, intravenously). On the following day, the patient was retrained on aseptic technique and one day later, the patient was discharged from the hospital. At the time of this report, treatments with fortum/meropenem were ongoing, the peritonitis was not resolved, the patient was not recovered from the event and dianeal therapy was ongoing. No additional information is available.